Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record review is in process, and a supplemental will be submitted once completed. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface sheath and a hemostatic valve separation occurred. After withdrawal of the catheter, the hemostatic valve ruptured completely. A seal was created manually to emulate the function of the valve, and the procedure was completed without any patient consequence. If a hemostasis valve (gasket) breaks into two or more separate pieces, there is potential for significant bleeding or air embolism which require additional intervention to prevent serious injury or death. As a result, this event is MDR reportable.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).